Manufacturer narrative:
(B)(4). Approximate age of device: 5 years and 5 months. (B)(4). The pump was not returned for evaluation as it was not explanted. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient had a syncopal episode with loss of consciousness and injured the back of their head upon falling. The patient experienced a subarachnoid hemorrhage and expired on (B)(6) 2017.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. The device was not explanted. Neurologic dysfunction and bleeding are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient¿s syncopal episode/hemorrhage were not believed to be device-related.